Event description:
It was reported that while using bd veritor ¿ at-home covid-19 test the customer got a negative result. The customer then went to the hospital and was informed he was positive. The results were reported to clinicians but there was no patient impact. The following information was provided by the initial reporter: customer called stating that he took a test and got a negative result and then he went to the hospital and was told that he was positive. He called to ask if the lines on the test were readable and if they can give results.

Manufacturer narrative:
Address information was not able to be obtained, therefore, md was used as a place holder. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6 investigation summary: bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for false negative. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services. H3 other text : see h.10.

Event description:
It was reported that while using bd veritor ¿ at-home covid-19 test the customer got a negative result. The customer then went to the hospital and was informed he was positive. The results were reported to clinicians but there was no patient impact. The following information was provided by the initial reporter: customer called stating that he took a test and got a negative result and then he went to the hospital and was told that he was positive. He called to ask if the lines on the test were readable and if they can give results.